Manufacturer narrative:
This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy for the patients supraventricular tachycardia (svt). Technical services (ts) was consulted and discussed stored data as well as device programmed settings. This device remains in service. No additional adverse patient effects were reported.